Event description:
It was reported the al326 was used during a laparoscopic cholecystectomy. It was reported by the rep the device jammed. Another al326 was used to complete the case. There was no consequence to the pt.